Manufacturer narrative:
Concomitant medical product: dtma1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that there was occasional r-wave undersensing during arrhythmia due to the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.